Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging the battery cap could not be removed by the user. It was reported that battery cap was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 01/21/2014-device evaluation: the pump has been returned and evaluated by product analysis on 01/08/2014 with the following findings:the pump¿s battery cap threads and coin slot were found to be damaged. Battery cap contact height was found to be out of specification. The battery cap was unable to be properly secured to the pump during investigation. A battery compartment crack was found during evaluation.